Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 6.77 years post right side tka, this male patient underwent revision of the insert due to debris synovitis. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
H7: z-0021-2022.

Manufacturer narrative:
H2: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-2112 thru 2133-2021.

Manufacturer narrative:
Based on finding during the investigation, the following fields have been updated: d1, d4, g3, g4, h4, h7, and h9.

Event description:
It was reported via a legal brief, the patient had initial bilateral tka on october 29, 2013. Revision performed to remove the failed polyethylene liner due to significant wear and debris synovitis. During the revision surgery, plaintiff¿s orthopedic surgeon noted ¿[t]he patient had significant debris synovitis throughout the whole knee.¿ he found the tibial component ¿to have significant wear on the medial side.¿ moreover, plaintiff¿s surgeon found significant debris synovitis of the synovium. A pathology report of the tissue and hardware extracted from the revision surgery showed evidence of ¿[t]issue reaction to particulate implantmaterial¿ and ¿polyethylene debris.¿ a gross description of the tibial component revealed ¿focal pitting and scratches with surface deformation of the tibial spine on the posterior aspect.¿ a microscopic analysis included findings such as ¿numerous small polyethylene particles ¿ within the histiocytic infiltrate,¿ ¿focal necrosis,¿ ¿extensive mononuclear histiocytic infiltration,¿ ¿perivascular lymphocytic inflammation,¿ and clusters of pale histiocytes.¿ during the august 4, 2020 revision surgery, plaintiff was implanted with an 11 mm truliant psc tibial insert (serial #5384321) which was determined to be subject to the defendants¿ february 2022 recall. Despite already undergoing a revision surgery on his right knee, both of plaintiff¿s knees are currently implanted with recalled tibial inserts. As a result, it is likely he will require additional revision surgeries on both knees at a later date. The plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
B5 new information. Investigation re-opened due to new information provided by the customer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene wear of the tibial insert. The extent and root cause of the reported wear cannot be determined as the device was not available for evaluation and images, pre-revision radiographs, and operative notes were not provided.